Manufacturer narrative:
(B)(4). Date received by MFR: 04/20/2016.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you clarify the event description as to which portion of the device had an issue? The problem that occurred in the plastic bag of endopouch, that broke during its withdrawn. Did the device arm or arms break? The arm of device did not break, only the plastic bag. If yes, did the arm or arms fall into the patient? No. If yes, were they retrieved? Not applicable. Are they returning it with the device for analysis? Yes. Or was the broken arm or arms disposed of? The arm did not break. Or did the pouch itself break? The collector bag was broken during the device´s withdrawing. If yes, did any portion of the bag separate/fall off? The bag broke in the superior part, where it is tied. If yes, did it fall into the patient? It did not fall into the patient. If yes, was it retrieved? It did not fall into the patient. If yes, did the specimen fall out of the broken pouch? With the breakage of the plastic bag the device still in the patient. If yes, did it fall into the patient? Only the specimen still in the patient. Or did the suture break? No. How was the procedure completed? After the breakage of plastic bag, the physician withdraw the specimen with a clamp. Or was there a different portion of the device that broke? No.

Event description:
It was reported that during a segmentectomy procedure, an attempt to withdraw the device from the collector bag with the piece, it was broken, not doing so the piece collection functions, it did not support the exerted pressure. Unknown how case was completed. There were no adverse consequences for the patient.